Manufacturer narrative:
Concomitant medical products: 5038-58 lead, implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically reprogrammed. No device malfunction was observed while the device was in use, however, the device was functioning in a mode susceptible to circuit error and was therefore reprogrammed to preclude harm to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the patient that prior to the prophylactic reprogramming, the patient experienced three syncopal events; the first in which the patient was "completely out with no warning for about a minute" and then the later events in which the patient became "dizzy and passed out and came right back immediately." Testing revealed the patient's "heart is fine" but the patient is questioning the relationship to the ipg.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later confirmed with the physician's office that the patient did experience syncope and there were some stored low-rate episodes however, per the device nurse practitioner, the symptom seemed unrelated to any device malfunction; the patient is seeing a neurologist for further investigation. The device is functioning within normal limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later noted that the device was explanted.